Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure targeting an occlusion in the internal carotid artery (ica), the 6.5mm x 45mm embotrap iii revascularization device (et309645 / lot# unknown) was used for the first pass via the combined technique. An intravascular imaging was conducted and it was confirmed a clot remained in the periphery region. A 3mm trevo stent retriever (stryker) was chosen to replace the embotrap iii device, and one more pass was made. The thrombolysis in cerebral infarction (tici) score of 3 was achieved. Angiography did now show any problem, but post-operative computed tomography (CT) showed bleeding from the m1 perforator branch, ¿which seemed to be caused by the stent. Hemostasis was achieved by craniotomy.¿ the patient remains hospitalized in the intensive care unit (ICU). The physician assessed the event as serious as a craniotomy was required to achieve hemostasis. Per the physician, there is a relationship between the device and the adverse event. It was reported that while the physician was unable to identify which device the adverse event was related to, based on the site of the bleeding, the physician believes that ¿it was most likely the [embotrap iii] device. However, it was unclear at what timing the issue occurred because the trevo 3mm was deployed at the distal m2 o the second pass, and the aspiration catheter remained in the ic and pulled.¿ it was not known if a continuous flush was maintained during the procedure. On 13-nov-2023, limited additional information was received. Per the additional information, the lot number of the embotrap iii could not be obtained. The embotrap iii device made only one pass. After the first pass with the embotrap iii device, the clot remained in the periphery region. The 3mm trevo stent retriever was used to replace the embotrap iii device; it was used for one pass after replacing the embotrap iii device. Photos of the embotrap iii device are not available.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Based on complaint information, the device was not available to be returned for analysis. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Cerebral hemorrhage is a known potential complication associated with the use of the embotrap iii device and is listed in the instructions for use (IFU) as such. There were no alleged quality issues/malfunctions related to the device, as the device performed as intended. The discontinued use of the device was a decision made at the discretion of the treating physician based on patient and procedural factors. Since the physician attributed the event to the embotrap iii device, the relationship of the device to the reported event cannot be excluded. The event required the additional surgical intervention of a craniotomy. The severity and outcome of the event is unknown. Since a cerebral hemorrhage is considered a serious injury and the relationship of the embotrap iii device to the reported event cannot be excluded, the event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.